Event description:
It was reported that the patient presented remotely on (B)(6) 2023 with heart palpitations, discomfort and irregular arrhythmia. There were no programming changes made to the device. There were no adverse consequences to the patient.